Event description:
It was reported the patient was admitted to the hospital the day of the report with suspected overdose. The hcp did not know any specific patient symptoms or any timelines associated with it. The hcp wanted to have the pump read to determine the status of the pump but did not have access to an 8840 programmer. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown, cath lot# and serial#: unknown product type: catheter. (B)(4).